Manufacturer narrative:
Tw ID#(B)(6) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt was not working properly and co2 insufflation was occluded and the tunnel would not open. A new device was used to complete the procedure. 2 min delay to replace the btt with accessory pack vh- 2004. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrected section unique identifier (UDI) # d-4 : to (B)(4). The device was returned to the factory for evaluation on 09/23/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. There were no visual defects observed on the intact cannula, intact harvesting device as well as the btt. Signs of clinical use and evidence of blood was observed on all the devices. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000399974 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.